Event description:
Stryker sawblade prongs that hold sawblade into power equipment broke off during surgery. Both of the prongs were located after it was broken. A second sawblade was opened and utilized to successfully complete the procedure without any harm to patient. Stryker performance series sagittal blade. Ref#: 6118-127-100. Lot#: unknown. Exp: unknown.